Manufacturer narrative:
This report is being supplemented to provide results of device evaluation. During device evaluation at olympus, it was found the image was foggy due to damage on the charged coupled device (ccd) unit, the joint was cracked, the control unit, image guide cover, and image guide holder were corroded due to water leakage, the cover glass was dirty, water tightness was lost due to a pinhole on the instrument tube, the insulation resistance between the evis and connector did not reach the standard value due to damage on the cover of the ultrasonic cable, the image guide bundle was stained, the distal end was dented, the bending section cover adhesive was chipped, the connecting tube was buckled, and the bending tube was damaged. This event is under investigation. A supplemental report will be submitted upon receiving additional information.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, image problem was caused by damage to the charged coupled device (ccd). The cause of the faulty ccd could not be identifed. Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
Additional details have been requested regarding the reported event. At this time, no additional information has been provided. This event is under investigation. A supplemental report will be submitted upon receiving additional information.

Event description:
The customer reported the evis exera ii ultrasonic bronchofibervideoscope had an image problem during the procedure. There was no reported patient harm or impact due to this event.